Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient stated it was taking 9-14 minutes to connect to the pump to activate and deliver a bolus. Patient stated this had been an issue 'forever'. Agent reviewed information and walked patient through closing all apps and clearing data. Patient had difficulty navigating the handset and stated they have parkinson's and were not too friendly with devices. Patient stated the issue had gotten worse and the screen starts to dim and they have to stop and restart and they were always charging the devices because this takes so long. Patient would monitor lag issue and call back if further assistance was needed.